Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while inserting the infusion set, the plastic cannula kept bending causing her not to receive insulin. She changed the infusion set four different times and the insulin but each one kept bending. She could feel the insulin on the adhesive of the tape. Subsequently, the patient was hospitalized due to diabetic ketoacidosis and high blood glucose level reported to be 641 mg/dl, at the time of hospitalization. She was put on an insulin drip and at the time of this report, she was given manual injections as corrective treatment. The site location was both legs and side of abdomen. Bent cannula occurred on the first day of use when her blood glucose kept rising. The patient had been in the hospital for four days and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.